Event description:
It is alleged that during a knee procedure, "the pump kept shutting off" and at the end of the procedure the leg 'swelled' up. It is reported that there was no compartment syndrome but a fasciotomy was performed as a precautionary measure to prevent a compartment syndrome. No other patient information provided.